Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, the event will be updated.the device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that it was questioned if this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting the shortened replacement window (3/4/2009) advisory behavior. Technical services (ts) recommended performing a save to disk, which was done and sent in. Review of the memory disk revealed that the device could be exhibiting the advisory behavior, thus ts recommended intensifying the patient follow ups to monthly. To date, there have been no reported adverse patient effects related to this clinical observation. The device was later explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.